Event description:
A customer reported a cartridge alarm issue with their pump, which did not result in an adverse impact on their blood glucose level. Technical support assisted in loading a new cartridge, but the alarm recurred. Consequently, the decision was made to send a replacement pump to the customer. The customer was informed that they would be receiving a pump with updated software and provided with instructions for returning the defective pump and handling storage mode prior to return. The customer was advised to manually input their settings and connect their continuous glucose monitor upon receiving the new pump, and they acknowledged these instructions.